Event description:
It is reported that the patient was revised due to a loose femoral component. The patient experienced a fall in (B)(6) 2009.

Manufacturer narrative:
This report will be amended when our investigation is complete.